Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensor between pins 3 and 4 read as an open circuit during electrical testing. Further investigation isolated the open circuit to the magnetic sensor coil, consistent with the detected open circuit and the reported event. The magnetic sensor between pins 1 and 2 met specifications during electrical testing. Additionally, the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit remains unknown.

Event description:
During the procedure, a communication issue occurred which caused a procedure delay. The tactiflex catheter had an error and a red light for the sensor. All connections were disconnected and reconnected, all power connections were shut off and on, and the mode was switched between navx and voxel, but the issue persisted. The tactisys, amplifier, and dws were all restarted which did not resolve the issue. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.